Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse reviewed the instrument printouts and discovered discrepant results for white blood cell (wbc), hemoglobin (hgb), red blood cell (rbc), platelet (plt) for the patient. The intermittent issue appeared to affect all parameters. The fse rebuilt the sample syringe and replaced the probe as part of troubleshooting to resolve the issue. The fse verified the repair as per established procedure and results met published specifications. The fse instructed the customer to monitor and on (B)(6) 2014, the customer reported that there have been no further issues since the instrument was serviced. In conclusion, failure mode of the event is likely attributed to the sample syringe and probe. All associated medwatch reports for this event: 1061932-2014-01098, 1061932-2014-01099.

Event description:
The customer reported that the coulter act 5diff cap pierce (cp) generated erratic complete blood count (cbc) results for three (3) patient samples. The customer stated that the issue occurred intermittently on multiple days. This report references the results which were obtained on (B)(6) 2014 for one (1) patient; please refer to medwatch report number 1061932-2014-01099 for a report of the other two (2) patients. Erroneous results were reported out of the laboratory and the physician requested for a rerun. There was no report of change or affect to patient treatment in connection with this event. A review of the provided patient results indicates that erroneously low white blood cell (wbc) and platelet (plt) results, and high red blood cell (rbc), hemoglobin (hgb), and hematocrit (hct) results were generated without instrument-generated flags. The customer repeated the sample and obtained results which were considered correct.